Event description:
The initial reporter alleged a discrepant result for one patient sample tested with the hbsag g2 elecsys cobas e 100 assay on the cobas e411 disk. The sample was tested multiple times on (B)(6) 2020. The initial result was 7.47 coi (reactive) at 14:44. A subsequent test at 16:42 yielded a result of 1.03 coi (reactive). Further testing at 17:50 produced a result of 0.001 coi (negative), and a final test at 18:22 yielded a result of 0.275 coi (negative). All results were obtained from the same patient sample and tube.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). Reagent lot number: 437025 has an expiration date of 31-jul-2020. Reagent lot number: 420371 has an expiration date of 30-apr-2020. Reagent lot number: 385499 has an expiration date of 31-oct-2019. The investigation determined that fluctuating calibration results were observed in the provided data, with some calibration signals being up to 50% lower than expected. Quality control results were found to be at 2sd (standard deviation)/-2sd and occasionally out of range. The investigation was limited due to the unavailability of instrument performance data and patient sample material, as access to the instrument was restricted due to pandemic measures. Based on the available information, the issue may be related to the instrument; however, a definitive root cause could not be determined. The customer was advised to use the hbsag ii confirmatory assay for confirmation of potential false-positive results. The device remains in operation at the customer site.